Manufacturer narrative:
The reagent lot number is 880969. The expiration date was not provided. The field service representative cleaned the sipper probe, the measuring flow path, and the sipper wash station, performed primes on the probes, a liquid flow clean, and adjustments. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys probnp ii results for 1 patient sample on a cobase 411 analyzer (disk system). The initial result was 10.00 pg/ml with a data flag. The repeated results were 10867 pg/ml and 10946 pg/ml. The sample was repeated because qc failed.